Manufacturer narrative:
Concomitant products : 6949-65 lead implanted (B)(6) 2005, 5076-45 lead implanted (B)(6) 2005. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the right and left ventricular lead pacing impedances acutely rose and there was noise on the electrogram (egm). The leads remain in use. No patient complications have been reported as a result of this event.